Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system the defibrillation threshold (dft) test was unsuccessful. This subcutaneous implantable cardioverter defibrillator (s-ICD) was removed prior to pocket closure and the procedure was cancelled. No additional adverse patient effects were reported.